Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens has been cut into three pieces typical of removal from the eye. The lens was cleaned with lphse. A crack is observed on the edge of the optic. Scratches are observed on the center of the optic. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was implanted and doctor saw that there was a defect in the center of the lens so removed it during the initial procedure. There was patient contact but no reported patient impact. The surgery was completed the same day.